Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: patient was having a 5fu bottle being infused. When the patient looked down he noticed blood on his shirt. No injury reported.